Event description:
It was reported that it was a l4-s1 posterior lumbar fusion. We were using a 105mm blade and when the surgeon went to open the blade, the base retractor snapped right at the silver nipple/blade connection point. Replacement available to complete procedure.

Manufacturer narrative:
Method: device history review and device inspection. Results: the customer reported event was confirmed. The device was inspected and the returned retractor was fractured in two pieces. The location of the fracture was on the base plate (the black arm of the retractor that engages the retractor blades). Moreover the fracture specifically occurred in the proximity of the holding pin near the center of the base plate. The pin around the fracture surface was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be the application of elevated loads during usage.

Event description:
It was reported that it was a l4-s1 posterior lumbar fusion. We were using a 105mm blade and when the surgeon went to open the blade, the base retractor snapped right at the silver nipple/blade connection point. Replacement available to complete procedure.